Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. Pump error 63, however, is confirmed in the formatted history file due to a software error and due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure error during self test and had insulin flow block alarm. The customer's blood glucose level was 199 mg/dl. The customer reported that they were to able to clear the alarm and rewind the insulin pump. They also performed troubleshooting for the insulin flow block alarm and stated that the insulin pump did not alarm insulin flow block alarm. The customer stated that the insulin pump did not pass the self test. The customer was advised to revert to backup plan per health care professional instructions. The customer was advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. The insulin pump will b e returned for analysis.